Event description:
Caller reported an inform system 1 patient blood glucose of 145 mg/dl at 05:05 am. At the time the patient was having difficulty sitting up in her chair. At 05:10 am, blood was drawn for a lab. Inform system 1 result at 05:15 am was 358 mg/dl. The patient still had the same symptoms after this result and was treated with insulin, type and amount not reported. Patient's condition worsened, and by 06:42 am, patient was taken to ICU. Results using inform system 2, ICU system, were 36 mg/dl at 06:42 am and 32 mg/dl at 06:44 am. The patient was treated with 4 ounces of orange juice, felt better. It is noted that d50 was removed from the omnicell at 5:07 am but it is not known if the patient was also treated with d50. If the patient was treated with the d50 the time and amount remains undetermined. Lab sample taken at 05:10 am was reported as 28 mg/dl at 06:45 am. Results from inform system 1 taken later in the day using this sample were 23 mg/dl and 24 mg/dl, time of tests not reported. Lab result from a sample drawn at 07:15 am was 139 mg/dl, inform system 1 result, time undetermined, using this sample was 140 mg/dl. Patient was reported to be fine. A request was made for return of the meter, strips, and controls.

Manufacturer narrative:
(B)(4).